Event description:
Issue was initially reported by cardiac cath lab (ccl) manager when doing inventory for supplies in her unit. She noticed black dots/ speckles in the plastic cap of the needle, near the hub of the syringe. She reported it to materials management. Manager of materials management then went to look for syringes with the same lot number and found several syringes with the same issue.